Event description:
It was reported that, the conversion of reverse total shoulder arthroplasty to hemiarthroplasty was performed. Second revision of perform humeral stem and perform reverse glenoid for chronic dislocation (instability). Index surgery done in USA. The patient dislocated again 4 weeks after the revision done on (B)(6) 2025 ((B)(4)). The perform reverse 42 + 4mm eccentric glenosphere, 4 x peripheral screws, +3mm lateralised baseplate and 40mm x 6.5mm central screw were explanted. The 10 degree 42mm retentive +6mm liner was explanted and the humeral prosthesis was converted to a hemi-arthroplasty with a centred humeral head coupler and 43 x 16mm perform humeral head.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. From the provided picture taken just after the devices explantation (soiled implants), no additional information could be observed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, the conversion of reverse total shoulder arthroplasty to hemiarthroplasty was performed. Second revision of perform humeral stem and perform reverse glenoid for chronic dislocation (instability). Index surgery done in USA. The patient dislocated again 4 weeks after the revision done on (B)(6) 2025 ((B)(4)). The perform reverse 42 + 4mm eccentric glenosphere, 4 x peripheral screws, +3mm lateralised baseplate and 40mm x 6.5mm central screw were explanted. The 10 degree 42mm retentive +6mm liner was explanted and the humeral prosthesis was converted to a hemi-arthroplasty with a centred humeral head coupler and 43 x 16mm perform humeral head.